Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic thoracic segmentectomy, there was poor staple formation. There was no injury caused to the patient and no medical intervention was required.